Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during fill two of four in peritoneal dialysis. The home patient was connected at the time of the alarm. The heater bag was not properly to the disposable cassette and became disconnected. The technical service representative had the home patient close all clamps and cycle the power to clear the alarm ending therapy. The technical service representative had the home patient disconnect using aseptic technique and remove cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Improper connection of the heater bag to the disposable cassette is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted.